Manufacturer narrative:
H3: analysis results are not yet available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm updated to 4118. Fdr updated to 3233. Fdc updated to 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 3.798 mg/day), clonidine (575 mcg/ml at 218.4 mcg/day), and bupivacaine (6.0 mg/ml at 2.279 mg/day) via an implantable pump for an unknown indication for use. The patient's medical history included anxiety, depression, and hypertension. The patient's concomitant medications included telmisartan, amlodipine, atenolol, temazepan, atorvastatin, cyclobenzaprine, cymbalta, lorazepam, celebrex, and tylenol. It was reported the patient called the hospital in the afternoon saying they could hear the pump ring every 10 minutes. The event date was (B)(6) 2019. The patient went to the emergency around 18h30. Symptoms of withdrawal were present (diaphoresis, agitation, dilated pupils, increased pain, no hypertension). The pump was stopped, the patient transferred to the intensive care unit (ICU), and medication was given subcutaneously and orally. The pump was replaced on (B)(6) 2019 and the issue resolved. There were no reported contributing factors. The patient status was alive - no injury. The pump would be returned. Further complications were not reported. Additional information was received. It was indicated the cause of the alarm was unknown, but a mixture of medication was suspected. The pump report was not available.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.